Event description:
Device was in backup mode. It has been multiple years since the patient was last checked in clinic. Patient received 7 inappropriate shocks possibly due to the lower therapy zone that is part of the backup mode. Device was reinitialized and will be reprogrammed back to permanent settings. Device and leads remain implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.